Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The pt was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator. The hospital biomed was unable to duplicate the alleged complaint. As per hospital biomed, the ventilator tested according to their specs.